Manufacturer narrative:
Device evaluation follow-up #1 submitted 08/29/2013: the device was returned to animas and evaluated by product analysis on (B)(4) 2013 with the following results: confirmed contrast button has an intermittent response. The keypad symbols are worn. There's no peeling or tears in the keypad. There's no visible damage to the keypad. Removed the keypad and found contamination under the up, down, & contrast button contacts.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter alleged that the ok keypad button had a delayed response and was difficult to press to elicit response. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.